Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a stylus malfunction and a system error. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
Product analysis: the system error was reproduced, and the programmer shut off, following the error's appearance. The link electronic module (lem) and micro processor unit (mpu) were replaced, the hard drive was reconfigured, and the software was reloaded and updated. No stylus issues were identified, following these actions. The power cord bay was found to be broken, and was replaced. The system fan was found to be noisy, and was replaced. The device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service: 2019-01-03.